Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 10:43pm. There was a total of 3hr30min delivery interruption observed on (B)(6) 2015 due to several unacknowledged ¿cs162¿ loss of prime warnings due to low non zero force warnings.¿ez-prime¿ steps were performed correctly with no delivery interruption or any other errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivered within specifications. The total daily dose added up and equaled the programmed basal target rate. The pump¿s cover was removed and intermittent condition was observed to force sensor flex due to a cracked trace next to the pin. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 600 mg/dl without signs/symptoms associated with an inaccurate delivery and prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. Also during troubleshooting, it was determined that the pump emitted an empty cartridge alarm and the user was not properly priming the tubing when attempting to prime. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).